Event description:
It was reported via repair work order that the head and foot end brakes were not holding due to the brake adjusters being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.